Event description:
Using powered echelon 45. Stapler misfired half way through stapling process. Stapler started to fire and stopped prior to the staple completion causing excess bleeding and the need for a new stapler.